Event description:
It was reported that customer experienced broken pump screen, which resulted in touchscreen being unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Distributor provided replacement pump to customer.